Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to high pacing impedance values of 1500 ohms and muscle stimulation. During the revision the lead was tested on the pacing system analyzer (psa) and impedances remained high. It was thought that the lead was fractured, however were unable to see the fracture on fluoroscopy. A new rv lead was implanted. No additional adverse patient effects were reported.